Event description:
The manufacturer received information alleging charging failure of a simplygo portable oxygen concentrator. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer reported information alleging charging failure of a simplygo portable oxygen concentrator. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to a third-party service center. Since charge failure of the battery was confirmed, the standard battery was replaced. The compressor inlet filter and the sieve canister were also replaced in accordance with the repair. Each part checking/cleaning, overall checking, adjustment, and run in tests were performed and confirmed that the unit operated properly. Based on the information available at this time of investigation, it has been determined that the allegation of charging failure were against a device which is not part of the recall. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.